Manufacturer narrative:
It has been communicated that the device for this complaint is not a codman device. As such, it is not possible to identify the root cause or to evaluate manufacturing records for the subject device. No corrective action or follow up is possible. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered closed. Not a codman device.

Event description:
Additional information stated: 7/16/14 -customer responded: presource has been unable to obtain samples of the affected component. 8/12/14 additional information from the customer stated: based on the sample we received from our customer end-user, the product was not a codman related component. Please cancel the attached supplier notification letter cardinal health pqr-2014-4277 / issue 05-2014-971. Please feel free to contact me if I maybe of further assistance. I sincerely apologize for the confusion. It has been communicated that the device for this complaint is not a codman product. As a result, no evaluation or manufacturing record review is possible. The complaint is considered closed at this time.

Event description:
The customer stated: operating staff found blue string (xray detectable string) on top of sponges. Samples provided: our customer has indicated that sample is pending. We will forward upon receipt.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.